Event description:
It was reported that during cholecystectomy the device jammed at the very first use while the surgeon was trying to load the first clip. The case was carried out and finished by using a different device. There were no adverse pt consequences.

Manufacturer narrative:
Dropping/ejected clips. Eval summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled, fed and formed 16 clips conforming, however, after the sixtieth firing the remaining clips were ejected. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.